Event description:
According to the translation of a discharge summary received from the initial reporter, the pt had their bjork-shiley convexo-concave mitral valve replaced due to endocarditis and a paravalvular leak. The pt's bjork-shiley convexo-concave aortic heart valve was reported to have been electively explanted during the same procedure. According to the discharge summary, the culture of the valves was negative and there were no post-operative complications.